Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly event occurred intraoperatively: doctor reamed the acetabular for a size #50, use the product "36430050" per instruction, but could not fit stable. Replaced with "36430052", fit well, but the surgery was forced to extend for another 1 hour.

Manufacturer narrative:
Updating product ID#.

Event description:
The distributor feedback: doctor grinding the acetabular into size #50, use the product "36430050" as regulation, but could not fit stable. Replaced with "36430052", fit well, but the surgery was forced to extend for another 1 hour.